Manufacturer narrative:
Technician found that the brakes were not holding as the brake assembly was bad. Replaced brake assembly and adjusted casters to resolve this issue. Stretcher located in storage area.

Event description:
Information received that the brakes were not holding. No injury reported.